Event description:
According to the reporter: the clip seam was open and the magazine cut, but did not clamp. There was fluid leak and the anastomosis had to be finished per hand seam. There was no bleeding reported in excess of 250cc. There was unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B) (4).